Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was chip in opening area and reservoir was not as tight fitting as originally. It was also stated that there down and act buttons sticking, insulin pump was turned off during change and customer heard grinding noises during prime. Customer blood glucose level was unknown. Troubleshooting was declined. The insulin pump will be returned for analysis.